Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate, that the hakim valve and siphon guard were separated. The distal connection of the sg was broken or it come off. When the valve was revised, it was cracked on the catheter connector. No further information was provided by hospital. The product will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when the valve was received was at 160mmh2o. The valve was visually inspected: there was damage to silicone housing around the siphon guard and the distal connector separated from the valve. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the separation of the connector and the damage silicone housing is probably due to user error. Previous investigation of this issue has concluded that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.